Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet pump despite multiple site moves, dry runs, and full supply changes, with alerts recurring every few minutes and an ¿unable to proceed¿ message during a fill attempt and a reported blood glucose of 400 mg/dl. The issue persisted until supplies were changed from different boxes and then recurred, and the user administered a manual insulin injection for hyperglycemia with guidance to pause pump delivery before resuming. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences and an unexpected medical intervention requiring medication in the form of a manual insulin injection. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler, with evidence consistent with a deformation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.